Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is; however, recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Per communication with depuy engineering and the manufacturing supplier all product delivered no later than march 2010 is of the new design. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The corail/trilock stem insert shafts tip broke off.